Event description:
Information was received indicating that during use of this smiths medical cadd cassette reservoirs, the pump exhibited "no disposable clamp tubing" alarm" alarm with cassette. It was reported that customer switched to backup pump. No patient injury reported.